Manufacturer narrative:
Executive summary/ event date- corrected.

Event description:
It was reported that the patient underwent a successful thrombectomy procedure with the subject microcatheter and retriever. The following day, a magnetic resonance imaging (MRI) indicated that an unknown substance (such as a piece of metal) was remaining in the distal section of the treated lesion. In the physician's opinion that was reported, it was probably related to the devices which were used in the procedure: retriever, microcatheter, guidewire and guide catheter; however, it is unknown which one was related to the event. The patient was hospitalized following the event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a successful thrombectomy procedure with the subject microcatheter and retriever. The following day, a magnetic resonance imaging (MRI) indicated that an unknown substance (such as a piece of metal) was remaining in the distal section of the treated lesion. In the physician's opinion that was reported, it was probably related to the devices which were used in the procedure: retriever, microcatheter, guidewire and guide catheter; however, it is unknown which one was related to the event. There were no reported clinical consequences to the patient.